Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that patient was having discomfort in the area they put the stimulator in for. Patient clarified the stimulation was not uncomfortable, it was set to a level where patient can't feel it at initial programming and patient still can't feel it. Patient reviewed the discomfort was actually a return of pain she was implanted for. Patient wakes up in the morning in pain. She will be getting a new mattress which she thinks will also help some. Patient thinks her body got used to stimulator and the stimulator is not working like it was before. Patient thinks it needs to be increased to address pain. Patient called health care professional (hcp) to ask about programming/ appointment and was told they cannot give information and had to speak to manufacturing representative (rep). No further patient symptoms or complications were reported in this event.